Event description:
The customer reported via phone call that she had signs of an infection at the previous insertion site. Customer reported that the skin was red and itchy with spots and pus. The customer reported that the signs of infection had been present for two to three weeks. Blood glucose level at the time of the incident was not provided. Customer reported having a blood glucose level of 185 mg/dl the night before the call. The customer was advised to consult her physician and will not return any product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.